Event description:
Procedure type: not available. According to the reporter: the surgeon was having general difficulty toggling the device. There was no harm to pt including no tissue damage, no blood loss more than 500cc, no extension of incision more than 1 inch, no extension in operating room time, on fragment fell into the pt cavity.

Manufacturer narrative:
(B)(4).